Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the operating room cardiac surgery the catheter was being placed into the pt's right internal jugular. They attempted to inflate the balloon and it would not inflate completely. The balloon was then deflated and there was a remaining amount of air left in the balloon and the balloon would not reinflate. As a result, another kit was opened and used successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. The surgery was completed and the pt was admitted to the intensive care unit.